Event description:
Patient was revised to address pain associated with loosening of the tibial tray at the cement. Implant interface. Depuy cement was used in the primary surgery.

Manufacturer narrative:
During primary surgery, a tiny part of ha coating came off stem when implant was removed and reimplanted. Doctor said implant was fine; however, it is not known for certain if all of the loose coating was removed from the patient. The device associated with this report was not returned as it was re-implanted. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.